Event description:
It was reported that there was a problem with t-wave oversensing. The r-wave amplitude was about 8mv and the t-wave amplitude was about 5mv. The defibrillator is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.